Event description:
A malfunction alarm identified as malf 16 was reported, and this issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump since the malfunction code was not resettable and the pump was under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy. The pump was put into storage mode before being returned, and arrangements for a prepaid return label were acknowledged by the customer.